Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a contact infusion set after a full supply change and concurrent replacement of a libre 3+ sensor, with glucose values in the high 300s confirmed by fingerstick; the pump delivered correction doses, and the user was counseled not to use meal announcements to lower glucose because it could reduce insulin delivery, with temporary pump pause demonstrated. Symptoms included irritability, with the user otherwise denying typical hyperglycemia symptoms. Outcomes included no hospitalization and continued home monitoring, with glucose trending down after interventions. Investigation included technical troubleshooting with the user and education on proper pump use and sensor warm-up considerations. Investigation of this case revealed that early sensor inaccuracy and communication loss likely contributed to inappropriate glucose readings and system response, compounded by a nonstandard meal announcement intended for correction that could maladapt dosing. It was concluded that user interaction and sensor warm-up behavior were the likely contributors, with device function otherwise intact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.